Manufacturer narrative:
This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single use; device discarded.

Event description:
The customer reported four (4) false positive results with the ID now covid-19 2.0 assay for multiple tests performed on (B)(6) 2023. This MFR. Report addresses test one (1) of four (4). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a nasal sample using a direct tested kitted swab. Confirmation pcr and antigen testing (unknown platforms) was performed and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D4, g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Investigation conclusion: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m216837 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m216837, test base part number 192-430 / lot m216837. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m216837 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. H3 other text : single use; device discarded.

Event description:
The customer reported four (4) false positive results with the ID now covid-19 2.0 assay for multiple tests performed on (B)(6) 2023. This MFR. Report addresses test one (1) of four (4). The customer reported a false positive result with the ID now covid-19 2.0 assay performed on (B)(6) 2023 on a nasal sample using a direct tested kitted swab. Confirmation pcr and antigen testing (unknown platforms) was performed and generated negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.